Manufacturer narrative:
On(B)(6)2019 , biosense webster inc. Received the following event and patient details, it was reported that the patient was then urgently transferred to the operating room for open cardiac surgery to stop the bleeding. The tamponade was located on the posterior wall of the right inferior pulmonary vein (ripv). Extended hospitalization (14 days) was required as a result of the adverse event. Patient¿s outcome is improved. The physician does not know what caused the issue. No bwi product malfunctions were reported. Transseptal puncture was performed with a brk transseptal needle from st jude medical. There was no evidence of steam pop during the ablation. The flow was set at 2ml during mapping and 17ml during ablation (for all power range, it was manually increased to 20ml when the warning temperature is reached). The pre-rf time was 1s and the post-rf time was 2s. No error messages were observed on any bwi equipment. The thermocool® smart touch¿ bi-directional navigation catheter was close to the lasso in the veins and it was zeroed after the initial warm-up phase post catheter connection to the carto® 3 piu. The carto® 3 system did not indicate to re-zero the catheter. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used were range: 3mm and time: 3s. The additional filters used with the visitag were force over time: 25%, minimum force: 3mm and respiration adjustment. The color option used prospectively was tag index (range 400 to 500). Correction: field a3. Sex (male) was inadvertently omitted in the 3500a initial MDR. The field has now been populated. Manufacturer¿s ref # pc-000490594.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture record evaluation cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a male patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, after pvi, 3 cardioversions and few rf ablations in the coronary sinus (cs), the patient became hypotensive. Cardiac tamponade was confirmed by ultrasound. Reminder of the procedure was aborted. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient took his anticoagulation treatment (xarelto) the morning of the intervention and therefore, the hemorrhage was massive. The patient was then urgently transferred to the operating room for open cardiac surgery to stop the bleeding. The tamponade was located on the posterior wall of the right inferior pulmonary vein (ripv). There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. No bionsense webster inc. Product malfunctions were reported. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.